Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time setting had am and pm incorrectly swapped. Blood glucose was 200 mg/dl. Cause was not known. Tandem technical support assisted the customer with correcting the time.